Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. Block e1: the initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
During device testing, a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.